Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to shortness of breath and dehydration. An echocardiogram revealed a pericardial effusion due to a perforation of the right ventricle. A revision procedure was performed to replace the right ventricular lead. No additional adverse patient effects were reported.